Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff observed the phenomenon during patient use. It was immediately replaced with another intellicuff. All screen displays were flashing and alarms were occurring. The hospital then asked me to check the operation, and when I looked at the logs, I saw that tf10 had occurred twice. No patient involvement.